Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door fluid began to leak. He did not recall any alarms or issues during treatment. He was advised to contact his pd nurse. The set was discarded. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.